Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient is not dependent on the device for normal function. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is awaiting explant. The device was being monitored. The patient was stable. Further information was requested, but not yet available.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable before and after explant.